Manufacturer narrative:
Isi has not received the permanent cautery spatula instrument involved with this complaint. Therefore the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. A log review was performed for the permanent cautery spatula instrument reported in this complaint (pn: 420184-11/ n10180312008) and the following was found: the instrument was last used on 12/18/2018 on sh2207. The instrument had 9 lives for this procedure and not used for any following procedures. However, isi followed up with the customer and was informed that the instrument was used on 5/6/2020. No photo or video was provided by the site for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Based on the information provided, this complaint is being reported due to the following conclusion: the instrument had a melted plastic piece with no evidence or claim of user mishandling or misuse. The damage described is indicative of instrument arcing. Although no patient harm occurred, if this malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted panendoscopy with tonsillectomy surgical procedure, the permanent cautery spatula instrument was noted to have a melted plastic piece. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected prior to use and did not appear damaged. The customer observed arcing while cauterizing, and the plastic part melted. The customer was using the erbe generator to activate the monopolar energy with the following settings: coagulation 3 / 50 watt. The permanent cautery spatula instrument did not collide with any other instrument and was not removed during the case. The patient did not experience any post-operative complications.

Manufacturer narrative:
Refer to the following field for corrected information: b3 (event date). The event date has been corrected from on (B)(6) 2020.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
4307- intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The instrument was found to have thermal damage on the monopolar yaw pulley and distal clevis. Fa also found an additional failure that was not reported by the customer. The instrument was found to have a dislodged ceramic sleeve. There was no missing material. Based on the additional information received through failure analysis, this event remains reportable.

Event description:
Refer to h10/h11 for follow-up information.